Event description:
It has been reported to the co that during the procedure the valve of this device leaked. Reportedly, blood constantly leaked at the silicon valve, especially when only the wire was across the valve. There is no report of pt injury. The device is being returned for co's analysis.